Event description:
The user facility reported that the involved capiox device had poor oxygenation after cpb one (1) hour. The blood was somewhat darkened, and the fio2 had to be increased as twice as usual. The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not needed. The patient final impact was not harmed.

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. Investigation of the actual sample was conducted. Visual inspection of the actual sample upon receipt found no anomaly such as a breakage. After rinsing and drying the actual sample, the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure. It was confirmed to meet the factory's specifications. No anomaly was found. Bovine blood conditions were at hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg. Circulation conditions blood flow rate: 6l/min and 4l/min, v/q:1, fio2: 100%. O2 transfer volume at 6l/min: 363ml/min., at 4l/min: 262ml/min. Co2 removal volume at 6l/min: 308ml/min., at 4l/min: 224ml/min. The color of venous and arterial blood was confirmed while performing the gas transfer performance test. It was confirmed that arterial blood was bright red. Pump record reviews were not available. The manufacturing record and the shipping inspection record of the actual sample found no anomaly. Past complaint files were reviewed and no other similar report of the product with the involved product code/lot # was found. Based on the investigation result, the gas transfer performance of actual sample after rinsing met the factory's specifications, and no anomaly was found. Since no anomaly was found in the actual sample, the cause of occurrence could not be clarified. Relevant instructions for use (IFU) reference: start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements. Measure blood gases and make necessary adjustments as follows a. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease[?] Fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.